Event description:
The user reported that the device, after operating on battery backup power, did not operate after ac power was restored. No pt injury resulted from this event.

Event description:
The user reported that the device, after operating on battery backup power, did not operate after ac power was restored. No pt injury resulted from this event.